Event description:
It was reported that the subjected device had flow rate not adjustable. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4,d8,h2,h6,h11. The customer contacted olympus technical assistance support (tac) via other source. Technical assistance (tac) provided remote troubleshooting and advised the customer that this indicate that the unit is in standby mode. If the pump head lever is not fully engaging the machine will remain in standby mode. Tac gave the customer, the part number of the pump head. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.